Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: the "labels were not sticking correctly and sometimes coming off in centrifuge."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from the manufacturer inventory (batch 210308), were evaluated by visual examination and functional testing and no issues were observed relating to label lift as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of label lift based on the retention sample testing. The manufacturer was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: the "labels were not sticking correctly and sometimes coming off in centrifuge."